Manufacturer narrative:
Concomitant products: product ID 8781, lot # 0206167102, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that ¿of the scalp¿ was observed, though it was unclear what the reported statement was intended to say. It was indicated that the patient had received treatment in a hospital in august, but the issue might have been unrelated to the pump.

Event description:
Additional information was received. It was reported that, due to the wound of the scalp, the patient received treatment from another hospital in august. It was stated that there was no causal relationship; however, it was also indicated that the event ¿might¿ be unrelated to the pump. The patient had recovered as of (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had experienced ¿decubitus¿. She developed bedsores from being bedridden. It was indicated that the patient was to undergo skin grafting for the pressure ulcers. As of (B)(6), the patient had not recovered. It was stated that a relationship to the intrathecal baclofen therapy was unlikely and was further noted that there was no known relationship to the investigational drug, pump, catheter, programmer, or a procedure. The device system was used to deliver gabalon.